Manufacturer narrative:
A literature article describes short-term anterior chamber inflammation in phacoemulsification with a glaucoma filtration device implant. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Root cause: since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An author of a literature report studied postoperative anterior chamber inflammation following phacoemulsification with and without a glaucoma filtration device implantation. The combined group demonstrated a significantly higher prevalence of postoperative high-grade anterior chamber inflammation. A total of 231 eyes of 210 patients were included in this study, with the combined group included 55 eyes of 51 patients and 176 eyes of 159 patients in the phacoemulsification group. In the combined group, 15 (27.3%) demonstrated excessive anterior chamber inflammation, and 12 (6.7%) of the phacoemulsification group. In conclusion, the combination of glaucoma shunt implantation with phacoemulsification surgery could result in excessive inflammation, which eventually could lead to excessive anterior chamber inflammations if not treated vigorously. It is important to recognize the risks, especially in glaucoma patients.